Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no bad battery alarm and failed battery test noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and no delivery alarms. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was performed. The customer was able to complete the rewind. The alarm history showed 2 motor error, 3 no delivery and one failed battery test alarm. The customer declined to further troubleshoot. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.